Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (50-56 mg/dl). Reportedly, customer lowered the pump basal rate and increased the carbohydrate ratio. Contact stated they are working with their health care professional on adjusting their settings. System check was performed and the pump was functioning as intended. Customer consumed carbohydrates to stabilize blood glucose level.